Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observe,d assessed as unidentified (tear) opening (shell thickness was within specification). Seroma: unable to observe, as it is not related to the device. Lump/nodule: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported a rupture, palpable lump lower part of breast. Large fluid collection around the implant which raises possibility of implant degradation. This relates to the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Manufacturer narrative:
Weight reported as "9st". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade lll.

Event description:
Patient reported right side rupture, "palpable lump lower part of breast", and "large fluid collection around the implant which raises possibility of implant degradation". Healthcare professional later reported right side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.